Event description:
It was reported that the pump display was dark and would not turn on. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.